Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation

Event description:
It is reported that the axle cap appears to have come loose and the axle is protruding. The implant remains in situ.